Event description:
Pt reported that their one touch ultra meter did not power on. This issue was not resolved with troubleshooting. The meter would not turn on either by inserting a test strip or by pressing the 'm' button. Pt had to go to the hosp to check their glood glucose level. No treatment given to pt. Unknown what the blood glucose reading was. They did not have any symptoms.